Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was re-calibrated to address the issue.

Event description:
The MFR rec'd info alleging a ventilator was delivering pressures that were out of specification.